Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.0-3.5mm x 26-28mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 3.50 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. After withdrawal, the stent was found lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.